Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the functioning failed, there was a calibration problem. A good faith effort attempt was made to obtain additional information regarding the nature of the event. A response was not received. Available details indicate that the device had exhibited symptoms of a failure and an engineer went onsite for inspection. It is unknown how this issue was resolved. A good faith effort attempt was made to obtain additional information but was unsuccessful to date. Based on the information available and the testing conducted, the cause of the reported problem was due to a calibration problem, but additional information could not be gathered to gain detail into the problem and resolution. It is unknown if the reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.